Event description:
This is the second of two reports. Customer stated they have had two issues where catheters were sheared and cracked at the end of the catheter and csf was leaking out/exposed to the atmosphere. Each time the catheters were placed by different physicians. They were not using the strain relief tube at the end of the catheter where the drainage bag is connected. The first instance was not reported and the equipment was not saved. They customer has some pieces from the second catheter that was saved. Additional information has been requested. Linked to mfg. Report number: 2648988-2017-00035.

Manufacturer narrative:
Investigation completed 11/01/2017. No lumbar catheter, closed tip ins5010 lot number was provided and therefore no device history record was possible. Approximately (B)(4) external drainage product family units have been released for distribution since (B)(6) 2015 ¿ (B)(6) 2017, resulting in a complaint occurrence rate of approximately (B)(4)%. No unit was returned and therefore complaint could not be confirmed.